Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and affected part(s)). An initial on-site analysis of the system revealed that the x-ray tube was malfunctioning. The evaluation of the x-ray tube returned for examination showed that the impedance values of the large and small focus were no longer within specification. Furthermore, after disassembly of the x-ray tube, the cause for the non-rotating anode was found in a blocked anode bearing which is a wearing part, and the anode ceramic was found broken, thus resulting in a loss of vacuum stability. Despite all qualitative precautions, such failures, which are technologically caused, cannot be completely avoided, especially since bearing wear depends on the respective load. The service engineer replaced the x-ray tube after which the system recovered. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an emergency procedure, the user reported that the system was unable to make an exposure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.